Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Patient reported the morning after "facial injections" with unspecified juvederm voluma the left side of face was very swollen, left eye was swollen shut, and face was very painful. Approximately two months after antibiotic treatment the swelling went away but patient now has "deformation of the left side" of face. Patient became "immobilized and depressed" and has lost self confidence. Symptoms are ongoing.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swollen, painful, "deformation," "immobilized and depressed" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, pain, depression and complaint, ill defined: "undesirable effects: the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. The distributor and/or manufacturer must be informed about any other undesirable side effects linked to juvéderm¿ voluma¿ with lidocaine injection."

Event description:
Patient reported the morning after "facial injections" with unspecified juvederm voluma the left side of face was very swollen, left eye was swollen shut, and face was very painful. Approximately two months after antibiotic treatment the swelling went away but patient now has "deformation of the left side" of face. Patient became "immobilized and depressed" and has lost self confidence. Symptoms are ongoing.

Manufacturer narrative:
Medwatch sent to FDA on 11/24/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of lump and "appearance of atrophic divot (depression) of left cheek" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the additional report events of skin irritation: "undesirable effects the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: indurations or nodules at the injection area."

Event description:
Additional information from healthcare provider reports injection with three syringes juvederm voluma with lidocaine in cheeks. Sixteen days later, the patient also developed a lump in the left cheek and was treated with ceftin. The lump has resolved. The patient has been left with an "appearance of atrophic divot (depression) of left cheek" which was noted to be a "rare complication."